Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure, the patient lost sensation in her arms. The procedure was aborted and the patient is recovering in the hospital. The patient may be implanted in the future with percutaneous leads.